Event description:
Per the surgeon's report, this patient had 8 open circuit electrodes as confirmed by integrity testing (date unknown). The surgeon explanted the device in 2006 and reimplanted the patient with a new device the same day.